Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Inf ormation was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the ins is not working because ins has been on for 15hrs and ins is still 100% charged for couple days. Patient stated they are not feeling stimulation either. Patient stated they changed from group c to group b, p18.8v, p29.0v and is not feeling stimulation. Patient stated they usually feeling stimulation. Patient stated they are displaced due to the hurricanein fl. Patient services (ps) asked patient to connect with controller and controller shows ins 100%, controller 100% charge and therapy is on. Ps asked patient to navigate the screen and reviewed therapy is on each programs and ins is on. Patient stated they don't turn off the programs. Ps confirmed patient did not have a fall or trauma. Ps confirmed that patient have all the external devices. Ps reviewed device function. Ps recommend patient monitor the ins battery level and consult with hcp ofc for next steps if the ins does not deplete and if patient is not feeling stimulation.

Event description:
Additional information was received from the patient. It was reported that they were sort of able to determine the cause of the issue, it is an ongoing situation. Right now they are dealing with the stimulation either increasing or decreasing on its own. They have an appointment on december 18th to try and figure it out. Issue is not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported previous information documented in this case. Pt stated both their leads were set on 9.0 and they didn't feel any buzzing. Pt stated they set lead 1 to 9 and when they checked the intensity it was down to 5.6 and set lead 2 at 9.0 and when they checked the intensity it was at 0. Pt noted the event was sporadic. Pt also noted they were on group c and it had been 6 hours and they only used up 10% of their implant. Pt noted usually by 6 hours their implant would be down 40% to 60%.